Event description:
It was reported that intra-operatively, the lead was showing low impedances / short circuits across all electrode combinations. The physician changed out the screening cable but this didn't resolve the issue. A new lead was tried and impedances resolved and were normal range. There was no visible damage to the lead noticed. There were no injuries during the procedure. Post operatively, the patient was doing fine with no issues.

Manufacturer narrative:
(B)(4): analysis results for the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for lead (B)(4) revealed no anomalies.